Manufacturer narrative:
(B)(4): the implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (date unknown). It is unknown if the patient was reimplanted with a new device. Additional information has been request but not yet received as of the date of this report. (B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2011. Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2011. The implanted device remains.